Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 31mm watchman flx closure device and delivery system (wds) was selected for use. After implanting the closure device, it was found that the closure device had embolized. The physician used a snare and a 22fr sheath to successfully retrieve the closure device. There were no patient complications reported.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: patient codes updated to e233001: chest pain, e0618: non specific EKG/ECG changes.

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 31mm watchman flx closure device and delivery system (wds) was selected for use. After implanting the closure device, it was found that the closure device had embolized. The physician used a snare and a 22fr sheath to successfully retrieve the closure device. There were no patient complications reported. It was further reported that during the procedure the patient experienced chest pain and st elevation. The closure device was confirmed to have met position, anchor, size and seal (pass) criteria with no leaks noted on imaging. Within half an hour after release of the closure device, the embolization was discovered. The patient did not have any further symptoms after embolization and was discharged home.